Manufacturer narrative:
No patient was involved in the event. Manufacturer's investigation conclusion: the reported event, of the system monitor screen not working, blank screen, was confirmed when the unit was evaluated by technical service. The unit did not startup properly, no boot up noises and the screen was blank (not lit up). Replacing the main pcba fixed the boot up issue. The repaired unit was tested and returned to the customer. The main pcba was evaluated. A damaged ic (ref: (B)(4)) in the input power circuit was found. The ic outputs were faulty (incorrect output voltage). The ic outputs are used to derive several other power sources on the main pcba (3 vdc and 5 vdc). Per device build records, the main pcba was installed in the system monitor when the unit was built. The system monitor was built in nov 2009. The packaged system monitor (pn 1286a) was placed into inventory on (B)(6) 2009. The unit was purchased by the customer on dec 22, 2009. The unit was last serviced in jun 3, 2017 ¿ (B)(4) software loaded onto the system monitor. The main pcba was installed into the system monitor when the unit was built (dec 2009). Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module) and heartmate ii lvas IFU (rev h p.4-5 ¿ system monitor setup). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev b p.21) and the heartmate ii lvas IFU (rev h p.4-7 ¿ mounting the system monitor). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen went blank when powered on and the green power light was flashing. The device was returned for evaluation and was found to have a damaged printed circuit board (pcb).